Event description:
A us distributor reported that a patient's electrode belt was displaying a service code 204 and was experiencing damaged cable or wires exposed.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed and 204 service code) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The cause for the failure was isolated to wires being shorted in the ECG c and d cable. The root cause for the shorted wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.